Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced bleeding from the chest tubes and heparin was removed from the purge solution. It was also noted that distal perfusion to the lower left extremity was absent, and the limb was mottled. Impella device was explanted, and a cut down was performed to manage this complication. A fasciotomy was performed in the lower leg by vascular surgery. Patient survived the explant but subsequently expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.